Manufacturer narrative:
As of today, the medical device is not available for analysis; therefore the device itself could not be investigated. The analysis is thus based on the inspection of the quality documents associated with the manufacture of this particular device as well as the data returned for evaluation. The data returned for analysis were extensively inspected and the iegms confirmed the clinical observation, during an automatic threshold measurement a pacing threshold of 0.4v was apparently classified as capture leading to the clinical observation. The root cause was unable to be determined, however, polarization artifacts of the ventricular lead could be taken into consideration as the root cause for the clinical observation. It was reported that the ventricular threshold was programmed to a fixed value. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. Particularly the final acceptance test proved the device functions to be as specified. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing. The available data revealed that polarization artifacts may have contributed to the clinical observation. Should additional relevant information become available, the investigation will be updated.

Event description:
Ous MDR. The patient was hospitalized and pacing failure was found. It appears that it only occurred during threshold measurements at night therefor vcc setting was turned off. Afterward the phenomenon did not occur. This hospital prefers to have vcc turned on. A threshold auto measurement was performed during an in-office check. V threshold measurement failed. V-threshold was set with a fixed value. Should additional information be received, this file will be updated.

Manufacturer narrative:
Resubmitting report due to incorrect results code on first submission.